Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a 0.1 cm hole in the tubing. Functional leak testing and gravity testing revealed a leak through the hole. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the production process has been updated and awareness training has been provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented paclitaxel set had a hole in the tubing and solution leaked during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.